Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: during the investigation, a review of the black box showed no evidence of time loss/gain. The battery compartment and cap were undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and no errors occurred during the investigation. The pump passed time testing. The product performs within specification, and investigators were unable to duplicate the ¿time loss/gain¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (time/date issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.